Event description:
It was reported that the ventilator failed pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). Provided ventilator logs were reviewed. The test log has several failed pressure transducer tests during pre-use check. The reported problem is therefore confirmed. The technical log has technical error codes indicating checksum error and system ID conflict. The user facility performed their own repair of the ventilator. According to received information, the biomed replaced the expiratory cassette, expiratory valve coil, pressure transducer pc boards, the control pc board and the monitoring pc board as recommended actions in the service manual. No parts were returned for investigation. Since no replaced parts were returned for investigation, the exact root cause of the reported pressure transducer test failure has not been determined.

Event description:
(B)(4).